Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient currently receiving dilaudid (concentration and dose unknown by reporter) via an implanted pump. The indication for pump use was non-malignant pain. On 08-jan-2016 it was reported that the pump was alarming; the low reservoir alarm started on (B)(6) 2016. The ptm (personal therapy manager) told the patient that her refill date was (B)(6) 2016. The patient was going in on monday ((B)(6) 2016) for a pump refill. She was supposed to have the pump refilled on (B)(6) 2016. Her sister drove her, but her sister couldn't drive after dark and they couldn't stay because there was a long waiting period. She had an appointment for the next day ((B)(6) 2016) and then couldn't make it, so made the appointment for (B)(6) 2016. The patient was wondering if she would make it until then. She had been calling her hcp (healthcare professional) for two days and hadn't reached anyone yet. No patient symptoms were reported related to the event. The troubleshooting performed and resolution of the event were not reported. Further follow-up is being conducted to obtain this information and additional clarification regarding the event. If additional information is received, a follow-up report will be sent.